Event description:
Baxter received a report stating that during a procedure, stationary column trusystem 7500 was adjusted slightly to trendelenburg, but shortly thereafter, the table automatically adjusted to full trendelenburg. The surgical team managed to prevent the patient from sliding off. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Baxter received a report stating that during a procedure, stationary column trusystem 7500 was adjusted slightly to trendelenburg, but shortly thereafter, the table automatically adjusted to full trendelenburg. The surgical team managed to prevent the patient from sliding off. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
A service technician of baxter¿s distributer inspected the operating table involved in the event at the customer location. The alleged event could not be reproduced; no defect or malfunction was identified. In collaboration with the manufacturer the involved remote control was exchanged and return for further investigation. The analysis of the remote control showed some small damages at the housing and traces of normal handling. A functional test showed no issues or malfunction, the remote control was working as expected. The remote control was disassembled for an optical inspection of the electronics and the other parts inside the housing. There were no abnormalities or defects found during the inspection of the remote control's electronics. A review of the operating tables log file indicated no entries at the time specified by the customer for the event occurred. In summary, no defect could be found that would have caused the table to move unintentionally. Based on this, no further actions are required.